Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of handpiece damaged lens haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens had a broken haptic. Additional information was received stating the surgeon believes the handpiece/injector caused the issue with the lens. The lens had to remove from the patient eye and replaced with the same model and diopter lens. The scheduled procedure was completed on the same day. In the surgeon's opinion, at the time, he felt like the lens had a problem and the injection made it worse. There was no patient harm or hospitalization reported.